Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. On nov 19, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose twice per day and manages her diabetes with actos. The error 2 began eight days prior to contact to lifescan. After the product issue began, the pt reportedly could not obtain her blood glucose reading and developed symptom of feeling "shaky" on two occasions. The pt indicated that the reported symptom could mean that her blood glucose is either low or high. The pt does not recall what treatment she rec'd on both occasions. The pt felt that had she been able to test her blood glucose on the subject meter on the day in question, she could have been able to prevent the reported symptom. During troubleshooting, the customer care advocate verified that the pt was using the incorrect testing process. The error 2 message was resolved with training. This complaint is being reported because the pt claimed she developed symptom that can be associated with either hypoglycemia or hyperglycemia after the pt was unable to test her blood glucose due to the error 2 message. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.